Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had blackout. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.